Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the handle appeared intact. The tip-retrieval mechanism appeared intact. The deployment knob appeared intact. The trigger appeared intact. The capsule was deformed at the proximal end. Voids were observed towards the proximal end of the capsule. The device was returned with the end cap/screw gear snap fit connected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged twice and was fully recaptured with overdrive to close the gap which was performed rapidly significantly increasing the tension applied to the system. On the third deployment attempt, a capsule a capsule separation was noted at the back of the capsule. After the valve was recaptured, an attempt was made to remove the system from the femoral artery but it was not possible due to resistance felt by the implanter. A surgical cutdown was performed on the right femoral artery and the device was retrieved successfully. Once removed, a sharp edge could be seen and felt between both halves of the capsule separation. One day post-implant, a dissection was noted anteriorly in the right femoral artery and was reported to be caused by the rough edge of the capsule. Since the leg was not ischemic, no further treatment was prescribed at this time. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records were submitted for review. The films showed that the capsule separation, as reported in the event description. The femoral images provided show the delivery system was stuck in the femoral access, however there is no evidence of a cutdown to remove the system from the patient¿s body. The delivery catheter system (dcs) was returned to medtronic for analysis. The capsule was observed to be broken. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. There was no other evidence of damage observed on the dcs. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force can be experienced when the valve is loaded incorrectly. No fluoroscopic load check images were submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the dcs. Vascular access related complications, such as dissection, are known potential adverse patient effects per the evolutr instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. The cause of the dissection and its potential relationship to the dcs, or the dcs capsule separation, cannot be confirmed. There is no information to suggest a device quality deficiency that may have caused or contributed to these events, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.